Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during distal gastrectomy procedure, the reload on the device was unable to fire. It looked like it was pre fired. The procedure was completed with another device. There was no patient injury.